Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Had 39, (B)(6) reported a fast flow issue and the pump infused in 20 hours instead of 24 hours. Adverse event is unknown.

Manufacturer narrative:
Method: at the time of this report, the sample has not yet been received, but was reported to be available. Results: the sample will be evaluated and tested when received. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: a follow-up report will be filed when the investigation has been completed. I-flow provides a caution on it's dfu which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degree c/88 degree f) and the tubing should be under the patient's clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degree c/68 degree f), delivery time will increase approximately by 25 percent. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.